Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) estimated longevity decreased from 30 percent to 15 percent remaining in three months. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) estimated longevity decreased from 30 percent to 15 percent remaining in three months. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was returned for analysis, thus indicating it was explanted.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) estimated longevity decreased from 30 percent to 15 percent remaining in three months. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was returned for analysis, thus indicating it was explanted.